Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump stopped insulin delivery. The customer's father stated there were multiple no delivery alarms in the customer's alarm history. The father also stated he had pressed act and was prompted to rewind the customer's insulin pump. Customer had reverted to their back-up plan. It was also reported the customer received an unexpected restart alarm on their insulin pump. Troubleshooting could not be completed at the time of the call. Customer's blood glucose was unknown. No additional information provided.